Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field complaint of fracture was confirmed in the laboratory. However, the damage found was sustained in the field. The lead had been crushed by a pliers like tool at 14.6 cm from the pin. The crush broke open the outer and inner insulations and crushed the outer and inner coils. (B)(4).

Event description:
It was reported that the lead was fractured and there was no pacing. The lead was explanted.